Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately at the distal tip. Small fragments were found missing and were not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint regarding instrument stuck in cannula was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted thoracic surgical procedure, the fenestrated bipolar forceps instrument became stuck in the 8 mm cannula accessory. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the port site incision was not increased in order to remove the instrument and cannula together. The reason the instrument and cannula were removed together was clarified to be due to an inability to straighten the wrist as a result of physical damage. No fragments fell into the patient anatomy as a result of the issue and the instrument did not collide with any other instrument or tool during the procedure.